Manufacturer narrative:
(B)(46). Additional information: on an unknown date, the patient experienced bacterial peritonitis and was hospitalized on an unreported date in (B)(6) 2016. The cause of the event was not unknown. It was unknown if the patient was treated with antibiotics. At the time of this report, dianeal therapy was ongoing. On an unreported date in the month following hospitalization, the patient was discharged and was recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). On an unreported date in (B)(6) 2016, the patient experienced the peritonitis. The cause of the peritonitis was unknown (previously reported as not unknown). On an unreported date in the same year as onset, the patient began treatment for the peritonitis with an unknown antibiotic (dose, frequency, and route not reported). It was reported that the peritonitis event lasted for two months (dates unspecified). On an unreported date in the same year as onset, the peritonitis was resolved and the patient was recovered from the event (previously reported as (B)(6) 2016). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of, the treatment for, and the outcome of the peritonitis was not reported. On unreported dates, the patient was hospitalized for the peritonitis and then discharged home. Extraneal therapy was ongoing until the time of hospital discharge (dates unspecified). No additional information is available.